Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation findings of guide catheter detached/separated. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the device was returned with the stent attached. The push catheter was accordioned, the pullwire was kinked and was not connected to the guide catheter. After the guide catheter was pulled from the distal section, it was found detached. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information, the failures found could have been caused by operational factors such as the deployment technique of the stent. It was possible that excess of force was applied during the pull wire retraction, causing friction between the push catheter and guide catheter, which caused for the push catheter to accordion and the pullwire to kink. Therefore, the most probable cause of the reported event is adverse event related to the procedure.

Event description:
It was reported to boston scientific that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2023. During the procedure, the stent failed to deploy. Another advanix biliary stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter detached/separated. Please see block h10 for full investigation details.